Manufacturer narrative:
Information contained in this record was previously submitted thru psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation is capsular contracture baker grade IV. Device evaluation: visual analysis of the returned device identified: flat creases, wear abrasion, white particles, deformation, white particles and was observed after autoclave cycle: bubbles in gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Patient and healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted.